Event description:
It was reported that the patient presented to the ER due to device in backup vvi mode. The patient received multiple shocks from the day before and the next morning during a vt storm. Review of the stored electrogram showed repetitive bursts of non-sustained vt which was not converted by the delivery of hv therapy. The device was explanted and replaced.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. The the battery was removed and an external power supply was connected. The charge time was normal and both hv capacitors charged as expected. It is believed that the reset occurred after a period of excessive hv charging.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.